Manufacturer narrative:
The product was received for evaluation. The reported problem was confirmed. The blade remained exposed due to a deformed/bent hoop. During manufacturing the products are 100% inspected to ensure the blades are able to close properly and that the hoops pass visual inspection. It is likely that the component was bent while the user handled the device or while the device was in use which prevented the blade from properly retracting. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the valvulotome tip was observed to be bent in the closed position and one of the blades was sticking out during a fem-tib bypass procedure. The device couldn't be used properly. The device was in direct use with the patient. Surgeon ended up using eptfe graft. No injury was reported to the patient.